Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), batch: 4629475.

Event description:
Related manufacturer reference number: 3006705815-2023-08202. It was reported the patient experienced pain at the ipg and anchor implant locations. As a result, surgical intervention was undertaken wherein the system was explanted and replaced resolving the issue. Investigation was uanble to determine which anchor was at fault.